Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Section e: this event was reported by the other bsc employee. The healthcare facility is: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, when the second to the last band was released, it came loose. The same problem occurred with the last band. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Section e: this event was reported by the other bsc employee. The healthcare facility is: boston scientific do brasil ltda av nacoes unidas 21476, ed p8/9/10, sao paulo, sp, brazil 04794-900. Phone: (B)(6). Email: (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, when the second to the last band was released, it came loose. The same problem occurred with the last band. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.